Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery alarms noted during testing. Pump was received with scratched case, pillowing keypad overlay, faded serial number label, and a minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery. The customer¿s blood glucose level was 200mg/dl at the time of the incident. The customer was assisted with trouble shooting, the 2nd occurrence of replace battery with a low battery warning. The insulin pump is being replaced and is expected to return for analysis.